Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2019, the customer tested by fingerstick on the meter and the result was 4.7 inr. Within 7 hours the customer had a lab test and the result was "2.x". On (B)(6) 2019, the customer tested by fingerstick on the meter and the result was 4.2 inr. Within 7 hours the customer had a lab test and the result was 2.4 inr or 2.7 inr. Customer has a therapeutic range of 2.0-3.0 inr. The customer did not allow alcohol to dry from their finger prior to the fingerstick and customer had to squeeze the finger excessively to obtain a blood drop. Customer is anemic but does not know their hematocrit. The customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no change to coumadin dose, no diet changes and no bruising that has required treatment. Customer started taking paxil 2 months ago and has been sick lately due to chemotherapy. There was no adverse event. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.6 - 2.4 inr): qc 1: 2.2 inr, qc 2: 2.2 inr , qc 3: 2.2 inr. The maximum difference between measurements was 0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.